Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, while using a vessel sealer extend instrument, there was instrument motion that was not being performed by the surgeon. The tip of the instrument would "jump". The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue occurred while the surgeon's head was in the console. When the surgeon moved the instrument, it moved appropriately. When she did not move it and it ¿jumped¿ it had moved greater than she would have wanted because she did not want it to move at all. The surgeon would wait and realign the instrument appropriately. It mostly occurred when the wrist was quite bent to one side. The device was inspected prior to use with no issues noted. The procedure was completed using the same instrument and there was no patient injury reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting tip of the instrument would jump an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint regarding the tip of the vse instrument would jump was not confirmed by failure analysis. The vse instrument was placed and driven on an in-house system. The vse instrument passed the recognition and engagement tests. The vse instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. The energy was delivered without any issues and the cut test passed. The knife slot measured at 0.003 and the jaw gap verification passed at 0.027. No errors occurred during in-house testing and a review of logs showed no failures. There was no problem detected. The probable root cause of tip of the vse instrument would jump cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the vessel sealer found that no errors occurred during in-house testing. A review of logs showed no failures. There was no problem detected. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the vessel sealer instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.